Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was any surgical intervention performed specially re-suturing? Explain- no patient¿s current status?-the patient is stable now. The following information was requested but unavailable: any medical treatment provided? If yes, please provide medicine name, strength and dose please provide lot number. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent vaginal delivery surgery in (B)(6) 2020 and suture was used to sew the muscularis perineum. After 42 days post-op, the patient came to the hospital for reexamination. The suture was found not completely absorbed, and there's suppuration in wound area. The suture piece was removed from the patient and wound was cleaned. There was no reported medical or surgical intervention. The patient is stable now.